Event description:
According to the reporter, during a laparoscopic procedure, a piece of the cannula of the device broke and fell into the patient's cavity. They had to conduct a scan to find it. The surgical time was extended by more than 30 minutes. There was no patient injury.